Event description:
Unomedical reference number (B)(4). Event occurred in columbia. On (B)(4) 2024, the patient's mother reported that the infusion set cannula detached from the patient's body and tape was not sticking no further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: columbia.